Event description:
It was reported that the customer was experiencing high blood glucose levels of 400 mg/dl. The customer expressed thirst and nausea as symptoms of her high blood glucose levels. The customer stated that they had a back-up plan of manual injections ready. Troubleshooting was done. The customer stated that there were two tiny bubbles the size of soda bubbles in the tubing. Assisted customer in removing the bubbles. After troubleshooting, advised customer that her insulin pump was working as designed. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Customer stated that the cannula was not bent. Customer further mentioned that she had leaking reservoirs. Troubleshooting was done. Customer stated that the leaking occurred beyond the second o ring. Customer also stated that she had bent cannulas and bleeding at the insertion site in the past. Troubleshooting was done. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.